Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An visual inspection was performed and passed. The receiver was tested to see if it would boot up normally, and passed; however the receiver would not charge. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The over-night discharge test couldn't be performed due "call tech support" error. The receiver case was opened for an internal visual inspection, and passed. The battery measurements were taken and failed. The reported event that the receiver ceased to function could not be confirmed because there was not testing that could be done, due to the call tech support. The root cause could not be determined.